Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The devices were not returned for evaluation. The patient is noted to have osteoporosis which may have contributed to the non­ union. No determinations can be made as to the cause of the reported issue.

Event description:
The patient presented with pain post-operatively. It was found they had a non-union and a revision surgery was performed to remove the spacer and plate.